Event description:
It was reported that during shoulder arthroscopy, while inserting the healicoil pk suture anchor, the front part of the device broke, all pieces were removed. There was a delay of under 30 min and a backup device was available to complete the procedure. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 72203378 healicoil pk 4.5mm device used for treatment, was returned for evaluation. The anchor, suture and inserter were returned. There was slight damage at one distal thread section. The fragment was not found with the device. The symptom has been found aligned with an inadequate tunnel and use of torque. Per instructions for use: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Recommended prep instrument for normal bone condition is a 3.8mm tapered awl. With use of recommended prep this anchor should be capable of being two finger rotated into a normal bone tunnel. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
H2, h6. One 72203378 healicoil pk 4.5mm device was used for treatment but was not returned for evaluation. Physical evaluation was limited without product although a photo was sent. It aligns with incompatible force applied. Prep according to recommendations is important for expected results. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A 3.8mm tapered awl is the recommended prep instrument for the 4.5mm suture anchor on normal bone applications. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. There is no basis to suspect that product did not meet specifications upon release to distribution.